Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had an ipg replacement on an unknown date for an unknown reason. During the ipg replacement, one of the extensions got damaged upon removal of the ipg. As a result, the extension was also replaced to address the issue.